Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Post procedure, the mr was reduced to grade 2+. No additional information was provided. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, and likely due to the severely restricted posterior leaflet. The reported difficulty removing the gripper line was likely a secondary effect of the slda, as the tilted orientation of the clip after the slda result in resistance removing the line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the difficult removal of the gripper line and the single leaflet device attachment (slda). It was reported that the patient, with grade 4+ mixed etiology mitral regurgitation (mr), underwent a mitraclip procedure. The first clip was implanted and after implantation, there was a residual jet on both sides of clip. The mr was reduced to grade 3-4. The second clip was implanted lateral to the first; however, during removal of the gripper line, it was noted that a slda occurred, with the clip remaining attached to the anterior leaflet and posterior chords, but detaching from the posterior leaflet. It was noted that the clip orientation had changed; the clip tilted, but was attached to posterior chords and there seemed to be more motion with the anterior leaflet, but the clip seemed well attached to anterior leaflet. There was some reduction of the mr after the second clip was deployed, and after detachment, it increased slightly, but was still less than the beginning mr of grade 4+. At the beginning of the gripper line removal, some tension on the delivery catheter (dc) was noted visually, but no tension was felt. The dc was seen to move closer to the leaflet and deployed clip, but the position of the clip delivery system (cds) to the clip was optimized to remove tension on line. The gripper line was difficult to remove, but was removed slowly and was removed intact. The gripper line did not appear to be caught on anything and the difficulty was thought to be due to the orientation of the clip. A third clip was implanted to further reduce mr and not to stabilize the slda clip.